Manufacturer narrative:
The evaluation found a deep cut on the pink colored probe unit and peeling/cracked adhesive at the distal end forceps cover due to physical stress and or hard impact to a hard surface/object. Additionally, the instrument channel was leaking due to tear marks; no fluid invasion and the bending section cover adhesive is cracked. The scope was repaired to asset specifications and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset evis exera ii ultrasound gastro-videoscope was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, a deep cut on the pink colored probe unit and peeling/cracked adhesive at the distal end forceps cover were found. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections. The OEM performed the device history records for the concerned device and no abnormalities were found. A review of the repair history indicated the scope has had no previous repair records. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. However, based on the physical evaluation of the device, the potential cause of the adhesive peels off and the cuts on the surface of the acoustic lens is due to external force applied to the distal end from handling. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states, ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ the OEM will continue to monitor complaints for this device.